Event description:
The facility's biomedical engineering department reported that the device had turned on by itself and would not turn off. The device was not in patient use at the time the reported condition occurred. No patient injury has been reported. No additional details are available.